Event description:
It was reported from the nicu that the maxzero leaked at connection to the bd 3ml syringe during medication administration on a premature baby. However; the customer stated that approximately 99% of the time, it was an antibiotic infusing when the leak occurred. Although specifically requested, there has been no definitive impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added to: d.10. The customer¿s report of that the maxzero leaked at connection to the bd 3ml syringe was not confirmed. Further visual inspection of the received samples observed no damage or issue. The products were tested for leaks by attaching the connector to the received syringe filled with water. The fluid was pushed and no leak was observed. Further testing of the received samples mated with various lab syringes and mating components while components were submerged underwater observed no leaks. The connector was pressure tested and no leak or issue was observed. The root cause was not identified.

Event description:
It was reported from the nicu that the maxzero leaked at connection to the bd 3ml syringe during medication administration on a premature baby. However; the customer stated that approximately 99% of the time, it was an antibiotic infusing when the leak occurred. Although specifically requested, there has been no definitive impact to patient response or additional event information made available to date.

Manufacturer narrative:
Method code on supp MDR is incorrect. Changed h6 method code to code 10.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the nicu that the maxzero leaked at connection to the bd 3ml syringe during medication administration on a premature baby. Although specific patient impact for this event was requested, it was not provided. However; the customer stated that approximately 99% of the time, it was an antibiotic infusing when the leak occurred.